Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported was using a new quick set and the insulin pump has been beeping and alarming through the night. Assisted with clearing the alarm. The customer left the insulin pump alone the day before, and she had low blood glucose because she did not eat for a long time, the paramedics were called. Troubleshooting was declined. No further information was provided.